Event description:
It was reported that the patient experienced the spinal cord stimulation randomly turned off several times. The patient was hospitalized. The stimulation was able to be turned on with the remote control, however, the event will be monitored. No further information was able to be obtained despite good faith efforts.

Event description:
It was reported that the patient experienced the spinal cord stimulation randomly turned off several times. The patient was hospitalized. The stimulation was able to be turned on with the remote control and the event will be monitored. No further information was able to be obtained despite good faith efforts. Additional information was received that this patient was hospitalized for another non-device-related issue and not for this event.